Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and health effect ¿ impact codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 30th january 2023 getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the head rest dropped rapidly to the lowest position creating the risk of neck overstreching. Unfortunately, no further information was obtained by the time of reporting. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstreching due to rapid drop of head plate. Corrected b5 describe event or problem: on 30th january 2023 getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped 10-15 cm at the begining of the procedure while the anesthetized patient was on the table. The incident has led to 15-20 minutes delay. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstreching due to rapid drop of head plate and delay in surgery resulting in prolonged anesthesia time. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
On 30th january 2023 getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped 10-15 cm at the begining of the procedure while the anesthetized patient was on the table. The incident has led to 15-20 minutes delay. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstreching due to rapid drop of head plate and delay in surgery resulting in prolonged anesthesia time.

Manufacturer narrative:
Getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped while the patient was on the table, leading to change in patient¿s position. It happened at the beginning of the surgery while the patient has already been anesthetized. The event led to delay in treatment. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurrence of neck overstretching due to rapid drop of head plate and in case of the delay in treatment resulting in prolonged anesthesia time. The affected getinge device has been returned for a repair to getinge germany service center and evaluated by the company¿s service technician. The technician has tested the device several times. He could not find any issue with the head rest. He suspected that the teeth were not properly hooked. After the inspection and confirmation of full functionality the device was returned to the customer. The subject matter expert at manufacturing site performed a simulation of the alleged incident. According to the performed analysis the most likely root cause is that the locking mechanism was not secured and an object collided with the lock, causing the head rest to collapse. In the instruction for use (IFU (B)(4) en 06, page 12), the user is warned that if locking elements (eccentric levers, handle screws, locks, etc.) Are open the product/ accessory can be moved. Before opening the locking elements, the user shall hold the individual items firmly. After every adjustment procedure, the user shall ensure that all locking elements are closed. The user is also informed (IFU (B)(4) en 06, page 13), that loose or loosened securing elements may cause injuries. The user shall check the firm seating of the locking elements. In the IFU (IFU (B)(4) en 06, page 17) the user is warned to ensure that the head rest is secured on both sides by release buttons before each use. It is likely that the user utilized the accessory disregarding safety notes and suggestions from the user manual. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction of the head rest was found, it was considered that the getinge device was up to the specification. Based on all available information we assume that the root cause for the sudden collapse of the head rest leading to the change in patient¿s position and causing the delay in treatment resulting in prolonged anesthesia time was most likely related to the user error. The complaint investigated herein is a single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 30th january 2023 getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped 10-15 cm at the beginning of the procedure while the anesthetized patient was on the table. The incident has led to 15-20 minutes delay. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstretching due to rapid drop of head plate and delay in surgery resulting in prolonged anesthesia time. Corrected b5 describe event or problem: on 30th january 2023 getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped 10-15 cm while the patient was on the table, leading to change in patient¿s position. It happened at the beginning of the surgery while the patient has already been anesthetized. The event led to delay in treatment of approximately 15-20 minutes. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurrence of neck overstretching due to rapid drop of head plate and in case of the delay in treatment resulting in prolonged anesthesia time.

Event description:
On 30th january 2023, getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped 10-15 cm while the patient was on the table, leading to change in patient¿s position. It happened at the beginning of the surgery while the patient has already been anesthetized. The event led to delay in treatment of approximately 15-20 minutes. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurrence of neck overstretching due to rapid drop of head plate and in case of the delay in treatment resulting in prolonged anesthesia time.

Event description:
On 30th january 2023 getinge became aware of an issue with one of our head rests ¿ 116053bc - head rest, double articulation, sfc, EU. As it was stated, the headrest dropped while the patient was on the table. Additional information was requested from the customer to establish if the head rest dropped rapidly to the lowest position creating the risk of neck overstretching. Unfortunately, no further information was obtained by the time of reporting. There was no injury reported, however, we decided to report the issue in abundance of caution as serious injury cannot be excluded in case of occurence of neck overstretching due to rapid drop of head plate.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.